Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) inspected drawer 6 matrix drawer and identified that the latch was not fully engaging when the drawer was closed. The fse added washers to extend the latch slightly for proper engagement and tested the drawer multiple times to ensure correct latch operation. The fse then had the customer test the drawer to confirm proper communication and completed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer experienced a failure in auxiliary drawer 7, where the matrix latch did not catch completely to close the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.